Event description:
A catheter break was reported. The distal end of catheter broke and patient had loss of therapy, underdose symptoms. It was noted that "part" of the distal end of catheter remains in the patient. Status at the time of this report was listed as alive, no injury, no adverse event. No further information was reported.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the device had been explanted. It was stated that there was patient injury as a result of the event. No further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient gradually experienced wonderful pain relief until on or about the (B)(6) 2012, when he reported to the emergency room experiencing acute pain. The doctor found the catheter had malfunctioned and was leaking morphine into his body. During the removal the catheter was found to be broken in several places, including within the spinal canal (it space). The portion that was explanted was destroyed by the defendant hospital. It was noted the catheter failure had aggravated his previous condition of failed surgical back.

Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported under manufacturer report # 3007566237-2014-02783. Additional review indicates this information pertains to this manufacturer report. [It was reported that on (B)(6) 2012, the patient had a pain pump and spinal catheter implanted to provide relief from intractable spinal pain. On or about (B)(6) 2012 the catheter malfunctioned "on information and belief" from a manufacturing defect. The catheter did not transmit pain relieving medication from the pump to the patient's intrathecal space. The catheter had broken and failed to deliver analgesics to the patient's intrathecal area which necessitated surgical removal, and caused the patient to suffer permanent and permanently disabling injuries. The catheter was explanted on (B)(6) 2012. The patient continued to experience great pain and mental anguish as well as loss of normal life. The medication delivered by the device system was not provided.] If additional information is received, a follow-up report will be sent.